Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot # updated from 3021741 to 3030342. D4 - expiration date updated from 1/31/2025 to 2/28/2025. H4 - device mfg date updated from 2/17/2023 to 3/3/2023.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] was noticed for four prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional five prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.